Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped during a pulse generator removal procedure on (B)(6) 2019. The lead had exhibited noise and low p-wave sensing. The lead was replaced and the patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-08798.